Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely "blurry", without any graphics or text. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review. The customer reverted to an alternate method of insulin therapy.